Manufacturer narrative:
Additional information was added in h11: h11: during follow-up additional information was received indicating that the solution bag was faulty; therefore, the homechoice cassette is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the supply line. This occurred during use of the device for the automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.